Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found the device to be broken. The noted damage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The event was reported for unknown reason.